Manufacturer narrative:
The present submission/submissions is/are corrective submission/submissions for the incorrect mfg. Submission/submissions related to qn (B)(4), 2027971-2020-38173. The corrective action has been taken under FDA cdrh emdr (B)(6) guidance.

Event description:
The implant malfunctioned due to it deforming during placement.